Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 2ss cv had backflow during use. The following information was provided by the initial reporter: material no: (B)(4), batch no: unknown. It was reported that the secondary infusion backflowed into the primary infusion during a secondary continuous infusion of fluorouracil 1200mg/sodium chloride 574ml infusion programmed at a rate of 23.92ml/hour for the duration of 24 hours.

Manufacturer narrative:
The customer reported ¿the secondary infusion backflowed into the primary infusion during a secondary continuous infusion of fluorouracil 1200mg/sodium chloride 574ml infusion programmed at a rate of 23.92ml/hour for the duration of 24 hours¿. Received from the customer was one used primary set model 2420-0500 lot unknown. Attached to the primary set¿s drip chamber spike was an empty 250ml IV bag 5% of dextrose injection, usp (baxter 250ml, ndc 0338-0017-02, lot number y338899, exp oct21). Attached to the primary set¿s male luer was a spiros connector. A red end cap was attached to the spiros connector. Received was a non-bd gravity set model unknown. Attached to the gravity set¿s drip chamber spike was an empty 500ml IV bag of fluorouracil 50ml in 500ml of sodium chloride 0.9% (baxter 500ml, ndc 0338-0049-03, lot number y338097, exp jun21). Attached to the gravity set¿s male luer was a spiros connector. A red end cap was attached to the spiros connector. A note was attached to the package describing the observed event. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Traces of clear liquid was observed in both sets¿ drip chambers and tubing. The check valve (p/n 630-00327) was visually inspected under a lab microscope and was noted to be assembled correctly with the silicone membrane centered. No abnormalities or evidence of damage was observed during visual inspection. To prepare the sets for functional testing a lab extension set was attached to the primary set¿s spiros connector. An 18 gauge cannula was attached to the end of the extension set to closely simulate how a set would be used in the field. The gravity set¿s spiros connector was attached to the primary set¿s proximal smartsite. Functional testing was performed by filling the received 250ml IV bag with water and attaching the primary set¿s drip chamber spike and attaching the secondary set¿s drip chamber spike to the received 500ml IV bag filled with blue-dyed water. The two IV bags were then set up per bd alaris products secondary set-up tip sheet. The sets reprimed via gravity and it was observed that the blue-dyed water from the secondary set was flowing into the primary set¿s IV bag passed the check valve, confirming the customer¿s report of the secondary infusion backflowed into the primary infusion. Functional testing, water test, and dimensional analysis of previous complaints with the failure mode of ¿backflow/failed check valve¿ were performed (by the check valve supplier) to evaluate check valve functionality and component dimension specifications. The sample is also subjected to re-inspection by the automated inspection system. Previous testing has shown that a particulate, off-center membrane, or disc pinch can cause a valve to remain open allowing backflow to occur. Bd tj manufacturing supplier quality was informed. A supplier notification memo was provided and the sample was sent to supplier. Equipment used (inspection and testing performed on (B)(6)-20) - optical ram-cnc, eq08204, calibration due date: 05-feb-21 the device history record for primary set model 2420-0500 lot unknown could not be conducted because the lot information was not provided. The customer's report of the secondary infusion backflowed into the primary infusion was confirmed on primary set model 2420-0500. The root cause was not definitively determined. H3 other text : see h10

Event description:
It was reported that as lvp 20d dehp 2ss cv had backflow during use. The following information was provided by the initial reporter: material no: 2420-0500 batch no: unknown. It was reported that the secondary infusion backflowed into the primary infusion during a secondary continuous infusion of fluorouracil 1200mg/sodium chloride 574ml infusion programmed at a rate of 23.92ml/hour for the duration of 24 hours.